Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to test for battery out limit alarm due to no button response. The pump responded when they used a test keypad, properly to button presses. No frozen screen noted and the time advanced. There was no foggy display noted. The pump did have a cracked case at display window corner (all corners), cracked reservoir tube, cracked battery tube threads, a missing end cap sticker and moisture damage on lcd/b. No crack noted on display window or on lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, damage, and battery out limit. The customer stated the numbers on their keypad were not ramping. Customer's blood glucose was 86 mg/dl. The customer could not recall any significant events leading to the keypad issues. After removing the battery change the buttons responded. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.